Manufacturer narrative:
No indication of valve being explanted.

Event description:
The manufacturer was informed of the following event. A patient with a sutureless valve had a rapid deterioration and ultimately passed away on (B)(6) 2022. Reportedly, on toe the valve looked like a perceval and had severe transvalvular regurgitation which was not present a month ago. The valve was implanted less than 6 years ago. Patient had avr on (B)(6) 2016 and then a sternal wire removal in 2017. Based on the implant report provided, the hemostasis was achieved and the toe showed good valve function with no para-valvular leaks, and patient was transferred to the cardiac ICU in stable condition. Based on the additional information received, during the check up performed on (B)(6) 2022, the patient was quite well, and tte was unremarkable. Over subsequent 3 weeks however, patient developed rapid progressive severe heart failure symptoms and was admitted to the hospital on (B)(6) 2022, severely breathless. On (B)(6) 2022, patient was in obtunded and periarrest state with incipient acute liver and renal failure and was diagnosed with (new) severe transvalvular ar. There was also small separate paravalvular leak, which had not previously been demonstrated. The toe and retrospective addendum to later CT angiogram also indicated ischemia in the lad territory ¿ which was reportedly unsurprising given the tachycardia, state of shock and vasoactive requirement in an elderly patient with known cad and a previous lima-lad. The acute left arm ischemia was also occurred with demonstration of a 2.5cm occlusive thrombus in the distal left subclavian. At first it was thought that the event occurred due to endocarditis ¿ but blood cultures were negative x2 and crp was only 8. As reported, toe imaging from (B)(6) 2022 looked more like a sudden mechanical failure of the valve, with a fixed lcc leaflet causing the issues. Reportedly, patient was already in incipient multi-organ failure when surgeon attended and intubated her (near comatose, deranged lfts and aki) and ultimately passed away on (B)(6) 2022. As reported, a mccd was issued with the following cod: 1a mof 1b cardiogenic shock 1c aortic regurgitation ii breast cancer (in remission), ischemic heart disease. Based on the information received, an endocarditis diagnosis has not been supported ( negative blood cultures on epr, a crp of 8 on 3rd june was confirmed). Dissection has also been excluded (ctpa, then repeat CT angio of aorta/subclavian, plus toe). It was reported that the cause of the event was mechanical failure of lc cusp and most likely it is caused by tearing off from its commissure suspension point/points, a common pattern in bioprosthesis failure. It was reported that the pm examination may be performed upon receipt of the patient's family decision and confirmation.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, from the document review performed, no manufacturing deficiencies were identified. Also, it should be noted that the prosthetic valve function was normal in a check up performed one month prior to the event. It is possible that the patient's clinical history and risk factors (i.e. Renal and liver failure) may have contributed to the reported structural valve degeneration of this perceval valve. Ultimately, since limited information is available and no inspection on the prosthesis was possible, this cannot be definitively confirmed. It should be noted that structural valve deterioration is included as a possible adverse event in the perceval IFU. Thus, the event is a known inherent risk of the device.

Event description:
The manufacturer was informed of the following event. A patient with a sutureless valve had a rapid deterioration and ultimately passed away on (B)(6) 2022. Reportedly, on toe the valve looked like a perceval and had severe transvalvular regurgitation which was not present a month ago. The valve was implanted less than 6 years ago. Patient had avr on (B)(6) 2016 and then a sternal wire removal in 2017. Based on the implant report provided, the hemostasis was achieved and the toe showed good valve function with no para-valvular leaks, and patient was transferred to the cardiac ICU in stable condition. Based on the additional information received, during the check up performed on (B)(6) 2022, the patient was quite well, and tte was unremarkable. Over subsequent 3 weeks however, patient developed rapid progressive severe heart failure symptoms and was admitted to the hospital on (B)(6) 2022, severely breathless. On (B)(6) 2022, patient was in obtunded and periarrest state with incipient acute liver and renal failure and was diagnosed with (new) severe transvalvular ar. There was also small separate paravalvular leak, which had not previously been demonstrated. The toe and retrospective addendum to later CT angiogram also indicated ischemia in the lad territory ¿ which was reportedly unsurprising given the tachycardia, state of shock and vasoactive requirement in an elderly patient with known cad and a previous lima-lad. The acute left arm ischemia was also occurred with demonstration of a 2.5cm occlusive thrombus in the distal left subclavian. At first it was thought that the event occurred due to endocarditis ¿ but blood cultures were negative x2 and crp was only 8. As reported, toe imaging from (B)(6) 2022 looked more like a sudden mechanical failure of the valve, with a fixed lcc leaflet causing the issues. Reportedly, patient was already in incipient multi-organ failure when surgeon attended and intubated her (near comatose, deranged lfts and aki) and ultimately passed away on (B)(6) 2022. As reported, a mccd was issued with the following cod: 1a mof 1b cardiogenic shock 1c aortic regurgitation ii breast cancer (in remission), ischemic heart disease. Based on the information received, an endocarditis diagnosis has not been supported ( negative blood cultures on epr, a crp of 8 on (B)(6) was confirmed). Dissection has also been excluded (ctpa, then repeat CT angio of aorta/subclavian, plus toe). It was reported that the cause of the event was mechanical failure of lc cusp and most likely it is caused by tearing off from its commissure suspension point/points, a common pattern in bioprosthesis failure. It was reported that the pm examination may be performed upon receipt of the patient's family decision and confirmation. Based on the information received, the family did not want a pm and therefore pm didn¿t take place.